Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned components found evidence of failure due to torsional overload. The tip portion of all three anchors was not provided for analysis and are unaccounted for. It is possible that the tips remained in the patient. (B)(4).

Event description:
Patient underwent a procedure utilizing an allthread peek anchor 5.5mm on (B)(6), 2010. When the surgeon attempted to use the anchor, the tip of the anchor broke off in the bone. The surgeon attempted to use two other anchors from the same lot, but had the same issue.